Event description:
It was reported to philips that the device is experiencing intermittent power issues. It is not determined if the problem is display related or power related at this time. It was reported that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.